Event description:
Subsequent to the initial medwatch report, additional information received indicates that on (B)(6) 2011, the patient underwent a stenting procedure in the right coronary artery with two promus stents, one 2.75 x 28 mm and one 3.0 x 18 mm. On (B)(6) 2011, the patient was hospitalized with chest pain and diagnosed with a myocardial infarction. The patient underwent a revascularization in the left anterior descending artery (lad) with two promus 2.5 x 28 mm and 2.75 x28 mm stents. Upon post dilatation, it was noted that a dissection occurred distal to the lesion which the dissection was not treated. Post procedure, the patient's condition deteriorated and thrombus was suspected. Thrombus aspiration and percutaneous coronary balloon angioplasty were performed in the lad. The patient was discharged from the hospital sixteen days after admission. There was no additional information provided.

Manufacturer narrative:
(B)(4). The 3.0 x 18 mm promus which is was not involved in the event however was filed under a separate medwatch. That part number has been changed to a 2.5 x 28 mm promus and a supplemental report is being filed under a separate medwatch. Correct analysis: there was no reported product deficiency and the product was not returned. The reported patient effect of thrombosis, as listed in the instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: promus 3.0 x 18 mm. Other: aspirin, clopidogrel. The 3.0 x 18 mm promus is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, thrombosis and myocardial infarction, as listed in the instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that thirty four days post promus stenting procedure in the left anterior descending artery (lad) with overlapping 2.75 x 28 mm stent and one 3.0 x 18 mm stent, the patient was hospitalized with chest pain and diagnosed with a myocardial infarction. Thrombus aspiration and percutaneous coronary balloon angioplasty was performed in the lad. The patient was discharged from the hospital sixteen days after admission. There was no additional information provided.